Manufacturer narrative:
Citation: galtes et al. Successful reversal of late, severe thrombotic bioprosthetic mitral valve stenosis with anticoagulation therapy. Cureus. 2024 feb; 16(2): e54556. Doi: 10.7759/cureus.54556. Published online 2024 feb 20. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 78-year-old female patient who nine years prior underwent implant of a medtronic 29 mm hancock ii mitral bioprosthetic valve for the treatment of severe mitral regurgitation.  In (B)(6) 2022, the patient was diagnosed with bioprosthetic valve degeneration including signs of stenosis and restricted leaflet motion.  In (B)(6) 2023 the patient returned with worsening fatigue and dyspnea.  Further evaluation revealed turbulent flow across the valve, thickened restricted leaflets likely due to thrombosis, and increased mean transvalvular gradient of 18 mmhg, which confirmed the diagnosis of late thrombotic bioprosthetic mitral valve stenosis. The patient was treated medicinally with apixaban which resulted in notable symptomatic improvement.  A transthoracic echocardiogram (tte) illustrated the reversal of the bioprosthetic mitral valve physiology with a decreased mean transvalvular gradient of 2.73 mmhg.  The patient was maintained on the current anticoagulation regimen indefinitely.  No further information was provided pertaining to medtronic products.